Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient stated they did the trial and then they put in a permanent one but they never could get the thing to charge. Patient reports they took the battery out and put a battery in from another company. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.